Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Blood glucose level at the time of the incident was 31 mg/dl which was treated with food. Customer's current blood glucose value was 70 mg/dl. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer was not using the auto mode feature at time of low blood glucose event. The insulin pump will not be returned for analysis.